Event description:
It was reported that during right ventricular (rv) lead implant procedure, placement difficulty occurred while positioning the lead the physician had problems to move the stylet in the lead. The stylet movement was very sluggish in the lead. The rv lead was removed and replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that there was blood on the distal conductor of the lead and it was obstructed. The analyst noted that the stylet test result was failed. Destructive analysis was performed and dried blood obstruct inside coil lumen was observed. If information is provided in the future, a supplemental report will be issued.